Event description:
(B)(6) detected in left knee (test (B)(6)) [(B)(6)]. Knee effusion (both knees) [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt received treatment with synvisc (hylan g-f 20) injection into the left knee, dosage regimen not provided. The lot number of synvisc was provided. On (B)(6) 2012, the pt received treatment with synvisc injection into the right knee, dosage regimen not provided. On an unspecified date, in (B)(6) 2012, the pt experienced knee effusion (both knees) and "(B)(6) detected in left knee (test (B)(6))". The event of "(B)(6) detected in left knee (test (B)(6))" was assessed as medically significant. The action taken with synvisc treatment was not provided. The outcome for the events of "(B)(6) detected in left knee (test (B)(6))" and knee effusion (both knees) was not provided. Concomitant medications were not provided. The intensity for the events of "(B)(6) detected in left knee (test (B)(6))" and knee effusion (both knees) was not provided. The reporting physician did not provide the relationship between synvisc and the events of "(B)(6) detected in left knee (test (B)(6))" and knee effusion (both knees).

Manufacturer narrative:
The qa (quality assurance) results were received on (B)(4) 2012. Evaluation summary: the production and quality control documentation for lot # (B)(4), with expiration date (05/2014) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.